Event description:
It was reported that a (B)(6) old, male patient was positioned feet first supine for a hip scan with his arms above his head. During the exam, the patient alerted the operator and complained of heat, but decided to continue with the scan. After the completion of the scan, the patient complained of blisters between the legs. The patient suffered two dime sized, second degree burns on the left and right side of the upper thighs. The location of the burns are a typical indication of an rf loop as described in the operating instructions.

Manufacturer narrative:
The location of the burns reported is typical indication of an rf loop as described in the operating instructions for this system. Our investigation showed the system was operating according to specifications and no failures were detected.